Event description:
Patient had lumbar fusion with insertion of rod and set screws at s1 levels bilaterally. Patient developed right radiculopathy and migration of bone fragments x2. Third surgery for severe pain and weakness found quantum set screws to be deformed and loose.